Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, there is no indication of a product deficiency.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) procedure, placement of the sutures using the preclose technique was attempted in the left common femoral artery with a proglide device. Reportedly, when pressing the needle plunger to push the needles out of the proximal guide, the expected click was not heard. The needles were pulled out a few millimeters and pushed back in. The click was not heard. When the needles were removed only the white suture was present at the needles. No blues suture was seen. The sutures of two additional proglide devices were successfully placed using the preclose technique. The arteriotomy was 8f. The sheath was upsized to 16f for the aaa procedure. After completion of the aaa procedure, the two successfully preplaced sutures achieved hemostasis. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. The physician is reportedly in-training in the use of the proglide device. A trained physician was present in the procedure. No additional information was provided.